Manufacturer narrative:
Additional information received indicated that a revision procedure was performed. The ra and rv leads were surgically abandoned. The high impedances were confirmed with pacing system analyzer (psa) testing. The device was also electively replaced as it was near elective replacement indicator (eri). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this pacemaker, right ventricular (rv) lead and right atrial (ra) lead tripped and fell, and reported symptoms of dizziness since the incident. It was reported that both the rv and ra lead were fractured as a result of the fall. There was also an increase in rv pacing impedance measurements from 360 ohms to 2,500 ohms. The ra impedance measurements were 410 to 480 ohms. The patient was bradycardic with a heart rate in the 50's and had reported experiencing a syncopal episode the previous day. The patient was admitted to the hospital. The configuration of the leads were reprogrammed to unipolar and pacing outputs were increased. Isometric testing was performed which resulted in atrial lead noise and inappropriate mode switch episodes. The atrial tachy response (atr) criteria planned to reprogrammed as a result of the atrial noise.